Event description:
The customer reported receiving four false positive hcg results while using mckesson consult® diagnostics hcg urine tests cassettes on four patients. The fourth patient presented for testing prior to undergoing an unspecified procedure. The patient's urine was collected, tested, and a positive hcg result was obtained at 5 minutes. Confirmatory serum blood testing was performed which yielded a negative hcg result. As a result of the positive hcg result, the procedure was delayed. No adverse health outcomes were reported. See mdrs 2027969-2026-00026, 2027969-2026-00027, and 2027969-2026-00028 for patients 1-3.

Manufacturer narrative:
B3 - date of event: was not provided. Therefore 1feb2026 was selected. Results pending completion of the investigation.

Manufacturer narrative:
B3: date of event: was not provided. Therefore 1feb2026 was selected. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnosis pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving four false positive hcg results while using mckesson consult® diagnostics hcg urine tests cassettes on four patients. The fourth patient presented for testing prior to undergoing an unspecified procedure. The patient's urine was collected, tested, and a positive hcg result was obtained at 5 minutes. Confirmatory serum blood testing was performed which yielded a negative hcg result. As a result of the positive hcg result, the procedure was delayed. No adverse health outcomes were reported. See mdrs 2027969-2026-00026, 2027969-2026-00027, and 2027969-2026-00028 for patients 1-3.